Event description:
According to the reporter, during a sigmoid colectomy procedure, the device lost power during firing, making the staple line incomplete, jaws locked onto the tissue. In order to resolve the issue, it was opened using the manual retractor tool. No patient injury.